Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. The safety shield is attached to the hub and has a bearing at the tip of the safety shield that captures the cannula before activation and therefore does not allow the shield to miss the needle when activating. The root cause of the luer leak could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples of each lot are physically tested for shield function and for luer leakage. The lot met all defined acceptance requirements and was released. Non-confirmation of a defect and the root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 4/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a prevent needle. The customer states that the safety device doesn't cover the needle when activated. Needle slips off to the side of the protector. Also the needle hub leaks medications at the connection between the hub and syringe.